Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was unknown and the reporter stated the patient had been very careful. Treatment information was not provided. The patient had not recovered from the event of peritonitis at the time of this report. On an unreported date, the patient's pd catheter was removed, dianeal and extraneal therapies were withdrawn, and the patient was placed on hemodialysis. Concomitant medications were not reported. An opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11e07050, h11d25121, and h11c23052 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.